Event description:
It was reported that a malfunction alarm occurred with the pump, specifically displaying malfunction code malf 16. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer switched to using multiple daily injections (mdi) as backup therapy and technical support confirmed the shipping address for sending a replacement pump. The customer was guided on how to put the pump into storage mode and instructed to return the problematic pump using a pre-paid label within 10 days, which the customer acknowledged and understood.